Event description:
The pt had a laparoscopic assisted colon resection surgery, with 9-10 cm anastomosis, using the car 27 device. The pt was chemo-irradiated. The pt complained of abdominal pain on postoperative day 4 and a leak was observed. Pt was given a divert ring ileostomy and will be rescheduled for re-connective surgery post diversion period. Pt is currently doing fine.